Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual product issue) issue. The reporter stated that pump¿s screen was dark, but the pump was vibrating and beeping. It was reported that after rebooting the pump, the pump screen did not come on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: the pump booted on with audio tones and vibration, but had a blank screen. The display screen was observed to be cracked when the pump was removed from the case. A test display screen was used and the display returned to normal.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.